Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported black debris in the syringe.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd syringe 5 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported black debris in the syringe.